Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited rf telemetry issues due to interference coming from the outside environment. Pairing to the patient's at-home monitor was eventually successful without additional intervention. There were no patient consequences.